Event description:
It was reported that " after the catheter inserted into the patient's body, the head end of the catheter showed distortion under large c. The catheter was removed, but it was found that the head end of the catheter had fallen off and could not be properly reversed. The catheter was removed." The device was not replaced. No patient injury on consequence reported. The patient's condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that " after the catheter inserted into the patient's body, the head end of the catheter showed distortion under large c. The catheter was removed, but it was found that the head end of the catheter had fallen off and could not be properly reversed. The catheter was removed." The device was not replaced. No patient injury on consequence reported. The patient's condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. No blood was also noted within the iabc helium pathway. No visual damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0055in-0.0063in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab catheter damaged is not confirmed. During investigation, no damage or abnormalities were noted to the returned device. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.